Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that since lead replacement procedure, variation in hv lead impedance was noted. First, it increased and then started to decrease following days. No other electrical anomaly was noted. Variation in hv lead impedance measurements was reproducible in clinic with pocket manipulation and arm stretching. Physiological interference was suspected. Lead was explanted and replaced.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that the patient received a patient notification alert for low hv lead impedance on (B)(6) 2016. Insulation breach was suspected. The patient tolerated the replacement procedure well and there were no complications.